Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
On (B)(6) 2011, the pt's mother contacted animas alleging that the pump felt warm to the touch. Shortly after becoming aware of the issue, the pt's mother claimed that the pump then alarmed to replace the battery. The reporter stated that the battery also felt warm. The reporter confirmed that the pump did not burn pt's skin. The pt did not need to seek medical attention as a result of the alleged issue. At the time of troubleshooting, the reporter denied corrosion to the battery and/or battery compartment. The pt confirmed there were no visible cracks on the pump and confirmed the battery cap was intact and secured to the pump. The pt reported the pump had the lithium battery that shipped with the pump from animas and was placed in the pump approx 1 week prior to when the alleged issue started.